Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip system was removed and the third clip was not implanted. Left atrium pressure was high; therefore, an atrial septal defect (asd) closure device was placed to prevent a left to right shunt. The patient was transferred to the intensive care unit and remains intubated. No further treatment has been planned. Mr remained at 4 with the two clips implanted. No additional information was provided. Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other clip delivery systems and the steerable guide catheter are being filed under separate medwatch MFR numbers.

Event description:
This is filed because the deployed clip (50408u209) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet and resulted in prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior leaflet restriction. The first clip delivery system (cds 50408u209) was advanced to the mitral valve leaflets. Grasping was difficult due to the anatomy, but the clip was successfully deployed and the mr was reduced to 3+. The second cds (50409u137) was then advanced to the leaflets. Grasping was noted as difficult again; however the clip was deployed successfully and the mr was reduced to 2+. While reassessing the mr, it was observed that the second clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4. A third cds (50409u144) was advanced in an attempt to stabilize the slda clip, and reduce mr. During difficult grasping with the third clip, it was observed that the handle of the cds half filled with air, and air had entered the patient. No aspiration was performed as the air had already traveled down the bypass graft. At this point, the patient decompensated and required CPR. The patient was intubated and placed on an impella device for stabilization. Additionally, inotropes were given for treatment of air embolism. During the resuscitation, the first clip implanted detached from the anterior leaflet and remained attached to the posterior leaflet.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. A query of the complaint-handling database was performed for the reported lot and identified no other incidents for the reported lot. All available information was investigated and a cause for the difficulty grasping the leaflets and slda leading to incomplete coaptation was likely a result of patient anatomy/morphology and user technique. In this case, the difficulty grasping the leaflets was likely associated with the restricted posterior leaflet. Additionally, once the leaflets were grasped, it is likely that there was suboptimal grasping of the posterior leaflet due to the restriction; while attempting to resuscitate the patient during the procedure, excessive compressions on the chest likely caused the clip to detach from the restricted posterior leaflet. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.